Event description:
It was reported that the patient had developed a junctional rhythm. An epicardial lead was implanted. When the lead was connected to the external pulse generator (epg) sensing was present. After the epg was programmed to atrial pacing there was no longer atrial sensing. The device was then programmed to asynchronous atrial pacing and a ventricular lead was implanted. An atrial sensing-ventricular pacing pattern was reported to be expected however the atrial sensing ¿went blank¿ and only ventricular paced events were observed. It was further reported that two different epg¿s were attempted and the same behavior was reported. Additional information noted that a second physician assisted and went through the settings, changed from manual to auto, back to manual and the device worked as expected. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).